Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date 10/24/2013 - 10/25/2013. The device has been received by baxter, but the evaluation has not yet been completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a large volume intermate, set to infuse 250 ml total of pamidronate and normal saline in 2.5 hours, did not infuse at all. This was observed after use. The intermate was connected at the patient's arm through a central catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.